Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer passed away in the hospital on (B)(6) 2016. Customer was taken to the hospital on (B)(6) 2016 and blood glucose was not registering as blood glucose was under 20 mg/dl. Customer was admitted into the hospital on (B)(6) 2015. Customer's blood glucose at the time of admittance under 20 mg/dl and was able to bring blood glucose up to 37 mg/dl. Customer's blood glucose at time of death was unknown. Customer's cause of death was aspiration, pneumonia and low blood glucose. Customer had an infection. Insulin pump was removed from customer by hospital personnel when customer was admitted. Reason for insulin pump removal was unknown. Customer was not wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Caller did not want to return insulin pump.